Manufacturer narrative:
(B)(4). Date sent: 5/4/2026. D4: batch # a9751z. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned el5ml sample confirmed that the device exhibited no apparent external damage. The tyvek was also returned along with the instrument. To replicate the reported event, the device was subjected to functional testing. During testing, the device was fired; however, the clips failed to advance into the jaw. Further examination identified a bent tip on the advancer. The instrument was subsequently disassembled for detailed evaluation. Upon disassembly, the advancer was confirmed to be bent, and six (6) clips were found within the clip track. Based on the known device history, a bent advancer condition has been associated with clip advancement issues and may lead to clip malformation. The event reported was confirmed and is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a9751z number, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the deformation of clips. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 4/3/2026 d4: batch # a9751z. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.